Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented via remote transmission. The patient had unspecified symptoms. Upon review, high ventricular rate episodes and noise reversions were noted on the patient's left ventricular lead. The patient had a history of atrioventricular node ablation. Technical services deemed the noise too large to program around. Bringing the patient in to try to reproduce the noise was discussed. Programming changes were discussed and, on (B)(6) 2019, they were performed. Lead revision was also discussed, but not performed.

Manufacturer narrative:
The patient's right ventricular lead was supposed to be reported instead of the left ventricular lead. The patient's right ventricular lead was capped and replaced on (B)(6) 2019. The patient was stable. This was reported in 2017865-2019-11621.